Manufacturer narrative:
Per affiliate the rep has indicated that the pump is not available for return. It appears that the pump remains implanted at this time. As such it is not possible to evaluate the product and determine the root cause of this complaint. Furthermore, the serial number for the subject pump was not reported; therefore, the lot history records cannot be reviewed. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed, should the pump be explanted/returned at a later date this complaint will be re-opened and an investigation will be performed.

Manufacturer narrative:
This follow up report is to indicate that the pump was actually explanted instead of still being implanted as stated in the first follow up report. The device is still unavailable for investigation.

Event description:
Please note that rep has indicated the pt had a (B)(6) infection.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Pump that was implanted became infected weeks after implantation and a revision is required to treat infection. Cause of infection has not been mentioned